Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient came in for a normal eri (elective replacement indicator) pump replacement and stated that they felt like they maybe weren¿t getting the same relief they used to from their pump. When replacing the pump, the physician was not able to aspirate the catheter after attempting a number times, so he decided to replace the catheter. After following the pump segment back and seeing no visible issue he decided to replace the entire catheter with a new one. Once the old catheter was removed, it was apparent that only a very, very small amount of the catheter was inserted into the intrathecal space, and it was not providing effective therapy. There were no known external or environmental factors that may have led or contributed to the issue. A new catheter and pump were placed, and the issue was noted to be resolved. It was also indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-sep-2021, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.